Manufacturer narrative:
Analysis was normal. No anomalies were noted. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer number : 2017865-2020-03983; 2017865-2020-03984. It was reported that the patient presented with sepsis. Vegetation was present on the leads. The system was explanted due to infection (B)(6) 2020 . The patient was cleared of infection and a replacement was authorized by infectious disease. A replacement system was implanted (B)(6) 2020. There were no complications.